Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level at the time of the event was 35 mg/dl and the sensor glucose value was 381 mg/dl. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The customer was trying to use new sensor change sensor. The customer gave them self a correcting and a half hr later they had to go to the emergency room. The customer does not know when they were inserted and when the failed, but sometime between august and september. The customer would not like to continue troubleshooting. The customer did receive a sensor updating/sg value not available alert, calibration not accepted alert, and a change sensor alert. The sensor glucose and the blood glucose difference was not within target range of glucose difference. The device will not be returned for analysis.